Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The patient has alleged brunt around the port at the plug site. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.